Event description:
It was reported that there were reading values of greater than 4,000 ohms and less than 15 milliamps. They examined the electrodes and there wasn¿t a pattern to the out of range contacts. They couldn¿t isolate it to one lead or the other. Some contacts were in low 100 ohms range. The patient did feel the electrode impedance test when they turned it up to amplitude of 3.0 volts and a pulse width of 330 microseconds. During the impedance test, the patient felt it on the left side and in both legs. The patient was having a battery replacement procedure the day of the report. The patient had an injury in october 2014. All components were explanted and replaced with new components. The battery, extension and lead were explanted. New devices were implanted per the patient¿s request. The battery was 0-35% full and was greater than 10 years old. The patient was pleased with the replacement as of the day prior in recovery.

Manufacturer narrative:
Concomitant products: product ID: 748925, serial# (B)(4), implanted:(B)(6) 2005, explanted: (B)(6) 2015, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type: extension. Product ID: 3998, lot# j0543044v, implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type: lead. Product ID: 7439, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 3998 lot# j0543044v, implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).